Event description:
This device was returned with oos documentation from biotronik rep rodrigo said. Per the oos form, this device had difficulty establishing telemetry. There are no adverse events to the pt reported.